Event description:
It was reported that the patient presented to the emergency room after the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) and shock due to oversensing. No intervention was reported. The patient was stable.